Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Two test strips returned only. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 120-150g/dl. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 8/17/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer states the meter read 217mg/dl and he took 7-8 units of insulin which is more that he usually takes. He states right after he ate a sandwich and later on her ate a small meal. Customer states he tested 8 hours later and meter read 117mg/dl. When customer read 117mg/dl customer states he had sweaty palms and felt weak. Customer states the symptoms he felt were symptoms he has felt when his sugar is reading 50mg/dl. Medical attention is not reported as a result of the actual blood glucose results.